Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "tubing label is partially off." Evaluation confirmed the reported symptom through observation of damage to the direction of flow label caused by an external influence. The direction of flow label was replaced.

Event description:
It was reported that a spectrum pump's tubing label was partially off. It was also reported there was no patient involvement.